Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "gel leakage, rupture implant" and "collection of fluid around the bag" via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left-side rupture. Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed and/or corrected data: seroma-late.

Event description:
Healthcare professional, later reported, "gel leakage, rupture implant". And "collection of fluid around the bag" via ultrasound.